Event description:
The following was reported to hamilton medical ag: self-test failed alarm. Technical event 233001. I checked the machine and did tests and calibrations. Pressure sensor assembly-related tests failed. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).